Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not be returned for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. The recipient is successfully using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent an MRI with the magnet in place. The magnet reportedly rotated. The recipient is presenting with discomfort when using the device. Surgery to replace the magnet is scheduled.